Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia and suspected rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/ latina female patient underwent a primary breast augmentation with 375cc mentor memorygel breast implant and experienced postoperative right-sided anisomastia. The anisomastia was confirmed by a physician upon examination. The physician suspected that the right-sided implant was ruptured. As a result, the patient underwent unilateral explantation on (B)(6) 2019 and replaced with a 350cc mentor memorygel breast implant (catalog number: 3503504, serial number: (B)(4)).

Manufacturer narrative:
On 1/10/2020, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was observed to be ruptured. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).